Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation within constant pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.